Event description:
Caller reported that the ibc dropped by 35% in a short period earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support replaced the pump due to additional issues, and the caller was advised to monitor the system and contact them if the issue persists with the replacement pump.